Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer reports error code 200.5040 on their 8100 (sn: (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer stated they had just gotten the unit back from the repair department. After discussion we decided to try the 8100 on an 8015 that had been recently upgraded. 8015 (B)(4) did not cause 8100 to alarm informed customer the repair department most likely flashed the 8100 to their current software, and the 8015 they were first connecting to needs to be upgraded. Ended call.